Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at routine follow up, loss of capture and low sensing were observed. Fluoroscopy showed lead dislodgement due to possible patient manipulation of device. Lead was explanted and replaced.